Event description:
Event description guidant received information that during interrogation while the patient with this pacemaker was in the hospital, this pacemaker inhibited therapy. The telemetry wand was removed from this patient's chest and pacing resumed. Interrogation was attempted for a second time, with the field representative's hand between the patient's chest and the telemetry wand. Interrogation was then successful without a loss of therapy. No adverse patient effects were observed.